Event description:
On (B)(6) 2023 a patient underwent a vertebral interbody replacement procedure at l1-2 once being placed into the disc space the implant was unable to expand. The surgeon was able to expand the implant outside of the patient without issue but once reinserted into the disc space, the implant would not expand. The inserter handle was still able to rotate, however the implant would still not expand.

Manufacturer narrative:
The device was received by nuvasive but the complaint was not confirmed as failed to distract but rather the lock screw was engaged prior to the attempted expansion. The device was examined, and gear sleeve contact damage was found on all teeth and 4 teeth were completely deformed or broken off. The lock screw was applied with force locking the core from expanding. The device was then attached to a 7165100 inserter and was unable to expand however, the lock screw was backed out to the neutral position and the core was easily able to be expanded and contracted without issue, the center core shaft shows multiple points of lock down as well as a 5mm drag point where the core was forced while in the locked down state. The observed functionality is consistent with the lock screw deployment prior to the expansion process which restricted the device from expanding and being damaged by the inserter as a result. No further investigation required. Manufacturing review: review of the device history record notes no material non-conformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "warnings, cautions and precautions the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant..." "...all components should be final tightened per the specifications in the surgical technique. Implants should not be tightened past the locking point, as damage to the implant may occur..." "Single use/do not re-use: reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure, material degradation, potential leachable, and transmission of infectious agents." "Pre-operative warnings...3. Care should be used in the handling and storage of the x-core implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. For sterile implants: assure highly aseptic surgical conditions, and use aseptic technique when removing the x-core implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the x-core implants if there is any evidence of damage. 4. Refer to cleaning and sterilization instructions below for all non-sterile parts. 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at..." 9400903-en m-2022-12 "...once the core is either in its fully compressed or fully expanded state, do not continue to rotate the teardrop handle. Over-expanding or over compressing may result in implant stripping..." "...upon final confirmation that implant is at desired height, use the core lock screwdriver to lock the construct into place. Engage the core lock screwdriver onto the set screw of the core and rotate clockwise until the driver breaks away. It will torque off at 10 in.-lb. (Figs. 39-41) ¿" "...should implant removal be required, unlock the set screw with the set screwdriver, and turn the set screw approximately a ½ turn counterclockwise (fig. 43). Note: only a ½ turn is required to release the set screw. If backed out too far, the set screw may prevent the inserter from properly re-engaging the core..." (B)(4).